Manufacturer narrative:
Date of event was reported as 2-3 years ago (2014). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy. The family member was unsure if the device was working as the patient had been wetting themselves. It was noted the patient had parkinson¿s disease. During troubleshooting with the programmer, a power-on-reset (por) was seen on the patient¿s ins as the therapy had turned off and reset to shipping parameters. It was unknown what the patient was doing at the time of the por. The family member thought it had been 3-5 years since the patient had seen their doctor and it was unknown when they last used the programmer. The consumer stated the patient did not have a healthcare professional (hcp). Physician listing were sent to the family member. On june 5, 2017, the family member reported they were still looking for a hcp to "get the pt's control thing started up again" which referred to the por message. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.